Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the stapler jammed. There was no blood or tissue damage to patient. The device is expected to be returned for evaluation. No further details were provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. There were no visual or functional abnormalities observed during the product analysis. The stapler handle was actuated and fired on the test media with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.